Event description:
It was reported "user was initiating the iab therapy for a patient following instruction of use, no over-twisted balloon wrap observed. The arrow 40cc iab catheter was advanced smoothly into the patient up to the 3rd intercoastal space along the guidewire. Then the catheter was connected to the maquet iabp to start filling up with helium for pumping. However, it was reported that the distal part of the balloon could not unwrap properly. The physician removed the first iab 40cc catheter and changed to use another arrow 40cc iab catheter but same issue was reported. Finally, the physician changed to use maquet 40cc iab catheter without any problem with the same iab pump". The patient's current condition is reported as "fine". Please see associated MDR#: 3010532612-2024-00643.

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Upon return, the teflon sheath was noted on the iabc bladder; liquid blood was noted in the sheath sidearm. The visible portion of the bladder was fully unwrapped. The one-way valve was tethered and connected to the short driveline tubing. Bends to the iabc central lumen were noted at approximately 23cm, 29.5cm and 53.5cm from the iabc luer. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the one-way valve. While maintaining the vacuum, the teflon sheath was moved towards the iabc distal tip with force. Upon removal of the teflon sheath, no visual damage or abnormalities were noted to the bladder. The iabc was leak tested and no leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp using the returned 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. Resistance was noted at approximately 22cm and 29.5cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. Some blood was noted on the guidewire upon removal. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 49.1cm from the iabc luer, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. Some blood was noted on the guidewire upon removal. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed before inserting the guidewire. Another attempt to aspirate and flush the catheter was successfully completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "the distal part of the balloon could not unwrap properly" is not confirmed. The returned intra-aortic balloon catheter (iabc) passed functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.